Event description:
It was reported that noise was observed on the electrograms. The physician elected to replace the lead as soon as eri was reached. During explant, when the lead was disconnected, a cut on the pace/sense portion of the lead was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.